Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 278 mg/dl with blurred vision and unspecified ketones. Due to pump not staying primed. Further troubleshooting determined that patient received an empty cartridge alarm on pump when loss of prime was occurring, and customer support deemed this a training/misuse issue. This complaint is being reported as the patient experienced hyperglycemia and received emergency room treatment of IV fluids and insulin via injections.